Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the unit has fallen over and wants to send it to the workshop for diagnosis. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the unit was started and tested. It worked within normal parameters, and no defects were found. Visual test, power-on test, basic performance test, performance assurance tests, and safety test methods were used to assess the customer problem. The device was returned to service, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was determined to be user error. The reported problem was confirmed.